Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 326 mg/dl. The customer took a correction bolus, via the pump. The customer stated that the reason for the elevated bg level was that they had not bolused for the lunch meal and declined troubleshooting.

Manufacturer narrative:
Brand name, common device name